Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a higher than expected, non-reproducible result obtained using vitros chemistry products na+ slide lot 4206-1179-8305 when testing a single non-patient vitros performance verifier (pv) quality control fluid on a vitros 4600 chemistry system. The result was higher than expected compared the range of means midpoint for the vitros pv fluid. Vitros pv I, lot g2905 vitros na+ result of >250 mmol/l vs. The expected result of 116.3 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros na+ result was obtained from a non-patient vitros na+ performance verifier fluid. There was no allegation of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 614620.

Manufacturer narrative:
The investigation determined that a higher than expected, non-reproducible result was obtained using vitros na+ slide lot 4206-1179-8305 when testing a single non-patient vitros performance verifier (pv) quality control fluid on a vitros 4600 chemistry system. The result was higher than expected compared the range of means midpoint for the vitros pv fluid. The assignable cause of the event could not be determined. Historic quality control review indicates vitros na+ slide lot 4206-1179-8305 was not performing and a diagnostic within-run precision test was outside of the acceptance criterion. Therefore, a performance issue with vitros na+ slide lot 4206-1179-8305 cannot be ruled out as contributing to the event. Continual tracking and trending did not indicate a systemic performance issue with vitros na+ slide lot 4206-1179-8305. An instrument-related performance issue did not likely contribute to the event. Although a diagnostic vitros na+ within-run precision test used to assess the performance of the vitros 4600 chemistry system was unacceptable, a second diagnostic vitros na+ within-run precision test processed 24 minutes after the initial test was within the acceptance criterion. In addition, acceptable performance was obtained using an alternate vitros na+ slide without performing any actions to optimize the vitros 4600 chemistry system. Therefore, an instrument related performance issue did not likely contribute to the event.